Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving morphine (15 mg/ml at .095 mg/day minimum rate) via an implantable infusion pump. It was reported that the patient experienced a lack of therapy. It was noted that patient was unwilling to manage the pump, refills, etc. The pump and catheter were explanted. It was noted that the explanted devices were disposed of.